Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjohuntleigh has performed an investigation into this issue and concluded following: the device involved in this incident is enterprise 9000, serial number (B)(6), model number 9600bn72a11au1 manufactured on 2013-12-05. The device history record has been reviewed; no anomalies were recorded at the time of manufacture. One of the requirements of the work instructions and quality procedures for the devices is the 100% functionality test of the electrical functions before they are cleared for dispatch. Based on the information collected to date and provided additional information we were able to confirmed the customer allegation, however were not able to find a direct cause of uncommanded movements occurrence. The company's technician visited the customer and was able to establish that the problem was intermittent and could not be duplicated during the visit. All cables and connections have been checked and one slightly pinched cable in the patient left head side rail was found, thus replaced. This repair however did not seem to solve the issue as the uncommanded movements still occurred therefore the decision was made to replace the entire bed. After the replacement,the bed was shipped to the service center and has since been disposed off. When reviewing similar reportable events for enterprise bed range we have found few cases concerning uncommanded bed's movement, however this is the first complaint where as a result and during the repair the bed has been replaced as the source of the issue could not be located. It is worth to be noted that enterprise 9000 bed is comply with iec 60601-1-2, clause 6.2.1.10 (the me equipment shall be able to provide the basic safety and essential performance. The following degradations, if associated with basic safety and essential performance, and any unintended operation, including unintended or uncontrolled motion, even if accompanied by an alarm shall not be allowed) and with iec 60601-2-38, clause 52.4.101 (unintended movement of applied parts is accessed as potential safety hazard for patients). We deemed the root cause of this complaint to be related to failure of electrical components inside the electrical system of bed where the exact source of issue is not known and could not be determine. Arjohuntleigh device has played a role in the event, as it was used for the patient treatment, fortunately no injuries occurred as a result of bed's unintended motion. Given the circumstances and the fact, that there is no trend observed for similar adverse events, arjohuntleigh does not propose any other action at this time.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh has been informed that bed's backrest raised without any command being given. Upon the issue occurrence, there was a patient placed on the bed however no adverse outcome was reported. Complaint was decided to be reportable based on the potential related to uncommanded movements of the bed.